Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. Four charge attempts were made during the patient event, three of which were successful. The second attempted charge resulted in a charge error which indicates the battery dipped below the required 8vdc for one interval. The battery used during the event was not returned for evaluation. The device was put through extensive testing including a defib cycle, environmental chamber testing, and an internal inspection without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.